Manufacturer narrative:
The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that upon inserting the arteriotomy locator into the vessel, resistance was felt, and no blood return was noticed. Instead of continuing to try to get blood return or insert the locator further into the vessel, it was decided to remove locator and wire. Manual compression was performed. The patient was stable. The procedure outcome was successful.